Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of lead dislodgement could not be confirmed in the laboratory. The lead exhibited normal characteristics.

Event description:
It was reported that the atrial lead dislodged. The lead was replaced.